Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was inconclusive due to the nature of the submitted evidence. The product returned for evaluation was one photograph which depicted a 4fr s/l per-q-cath catheter. The t-lock assembly was attached to the luer adapter. Usage residues were visible on the catheter shaft. The catheter appeared to have been trimmed. No obvious leakage or damage was observed in the photograph. While no damage or evidence of leakage was confirmed though examination of the returned photograph, the implicated device could not be thoroughly examined or functionally evaluated. Consequently this complaint is inconclusive at this time. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported that when pre-flushing the catheter prior to placement, the catheter placement operator found that the catheter leaked water. No other information was provided.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of redy1714 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that when pre-flushing the catheter prior to placement, the catheter placement operator found that the catheter leaked water. No other information was provided.